Event description:
I had the essure procedure done in 2010. Ever since I've been admitted to hospital on several occasions. I've had abdominal pains, throwing up, low grade fever, heavy periods, kidney stones, hives, neck shoulder, and lower back pain. I am severally anemic, and have vitamin d deficiency. I have lost 20lbs. I always get bloated and can't finish my food.